Manufacturer narrative:
This correction report is being filed as boston scientific does not own reporting on this lead model and should have been initially reported as a malfunction.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was an attempted implant. The lead was tested with the pacing system analyzer (psa) and acceptable measurements were obtained, however, when the lead was plugged into the can, high out of range impedance measurements were noted as well as loss of capture (loc). Troubleshooting was performed such as plugging the lead into a new can and into a different port and abnormal measurements were obtained. All other lead measurements in the right atrial (ra) lead and right ventricular (rv) lead were normal. The lead was tested again with psa cables and in range measurements were obtained. The field representative stated that when the physician attempted to implant this lead, a clamping hemostat tool was placed on the terminal pin of this lead, therefore, concerns of lead damage were raised and were associated with the reported allegations. It was also discussed that debris on the end of this lead would not allow the pin to be fully inserted into the header of the device. The physician opted to leave this lead surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was an attempted implant. The lead was tested with the pacing system analyzer (psa) and acceptable measurements were obtained, however, when the lead was plugged into the can, high out of range impedance measurements were noted as well as loss of capture (loc). Troubleshooting was performed such as plugging the lead into a new can and into a different port and abnormal measurements were obtained. All other lead measurements in the right atrial (ra) lead and right ventricular (rv) lead were normal. The lead was tested again with psa cables and in range measurements were obtained. The field representative stated that when the physician attempted to implant this lead, a clamping hemostat tool was placed on the terminal pin of this lead, therefore, concerns of lead damage were raised and were associated with the reported allegations. It was also discussed that debris on the end of this lead would not allow the pin to be fully inserted into the header of the device. The physician opted to leave this lead surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was an attempted implant. The lead was tested with the pacing system analyzer (psa) and acceptable measurements were obtained, however, when the lead was plugged into the can, high out of range impedance measurements were noted as well as loss of capture (loc). Troubleshooting was performed such as plugging the lead into a new can and into a different port and abnormal measurements were obtained. All other lead measurements in the right atrial (ra) lead and right ventricular (rv) lead were normal. The lead was tested again with psa cables and in range measurements were obtained. The field representative stated that when the physician attempted to implant this lead, a clamping hemostat tool was placed on the terminal pin of this lead, therefore, concerns of lead damage were raised and were associated with the reported allegations. It was also discussed that debris on the end of this lead would not allow the pin to be fully inserted into the header of the device. A new lead was successfully implanted. No adverse patient effects were reported.